Manufacturer narrative:
Surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a patient with a 27mm 3000tfx aortic valve underwent a valve-in-valve procedure after an implant duration of 7 years, 7 months due to degeneration. The patient presented with sob. The tavr was performed with a 26mm 9750tfx transcatheter valve. The patient is a 51 year old male with history of chemotherapy.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. Per doc-0101337, rev l, section 6.3.7, "devices implanted 5 years or greater with calcification, dehiscence, leaflet tears, thickened leaflet, pannus, or structural valve deterioration (stenosis, regurgitation) reported as the complaint" do not require an engineering evaluation. The most likely cause is patient factors, including chemotherapy.

Event description:
It was reported that a patient with a 27mm 3000tfx aortic valve underwent a valve-in-valve procedure after an implant duration of 7 years, 7 months due to degeneration. The patient presented with sob. The tavr was performed with a 26mm 9750tfx transcatheter valve.